Manufacturer narrative:
Inspected one opened and used sensor and performed visual inspection and found contact pad to be damaged (wrinkled). Unable to confirm customer received sensor in said condition due to customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic the user reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 111 mg/dl and sensor glucose was unknown at the time of the event due to calibration not accepted, the difference is outside the acceptable range. Suspend on low limit in sensor settings was at 60 mg/dl. No harm requiring medical intervention was reported. The sensor will be returned for analysis.